Event description:
Boston scientific crm received info that this pt presented with symptomatic supraventricular tachycardia and ventricular tachycardia episodes. Upon review, a chest x-ray revealed that the right ventricular lead had pulled back significantly. Attempts were made to reposition the lead, however, the stylet could not be fully inserted into the lead. As a result, the lead was explanted.